Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant procedure, the patient has remained in the hospital due to atrial fibrillation. The device shows many entries and exits of atrial fibrillation on stored electrograms. Per external telemetry monitoring, the patient has been in atrial fibrillation 100% of the time since implant, yet the implanted device only shows less than 50% of the events. Device undersensing was suspected. Upon further investigation, it was found that rather than undersensing atrial fibrillation, the patient was in normal sinus rhythm with premature ventricular contractions, which caused the device to inappropriately detect the episode as atrial fibrillation. No programming changes were made. No further information was provided.